Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that " menu unavailable message appeared during use, delaying surgery whilst the theatre team restarted the tc201. This reportedly failed to resolve the issue. It was reported that the surgical prolongation was between 15 and 60 minutes. Therefore, this case is deemed as reportable. This new information becomes available on (B)(6) 2025.

Manufacturer narrative:
The affected device is now being investigated by the manufacturer. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer "menu unavailable message appeared" was not confirmed, even a continuous operation was proceeded. No defects were detected. The software was up to date. Based on the diagnose during the technical inspection it is concluded that the most likely cause for the described error is a temporary safety device by overheating the processor, which prevents further heat development by switching off not necessary functions. The focus for this safety device is to keep the live image available. Heat development could be caused by, e.g., insufficient ventilation of the device. The IFU is stating this "failure of products" clearly in section 3.8, page 10. The investigation did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information added in section b5. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Additional information received on sep 26,2025. As the extension was not confirmed to exceed 30 minutes and the issue could not be reproduced during the investigation, this case is not considered reportable.